Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn. Fluid was observed exiting the soft cannula through this tear. It cannot be determined when or how this damage occurred. Otherwise, no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 285 mg/dl while wearing the pod between 4 and 24 hours on the arm.